Event description:
The patient was placed in the lithotomy position. When pulled second time, the tube was torn off. Detail to procedure stated "when the tube's edge broke, the physician's right hand holds the handle with her left hand placed. The product was vertical to the head of infant when the incident occurred." Patient reported to experience bleeding and baby was delivered by forceps method, not by vacuum extraction. Mystic ii mushroom cup 10057 (B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation, no sample returned, review DHR. *analysis and findings distribution history the 53347 m-cup sub assy. Mystic was purchased from carclo technical plastics, issued to work order 254348 as csi part number 10057 and completed 11/06/2018. Manufacturing record review DHR-10057-254348 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review iqc record-18-11-03-021 reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation confirmation of the reported balloon rupture event was obtained through provided attached photos. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no definitive root cause for this issue could be reliably determined at this time. *correction and/or corrective action corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. No further training required at this time; complaint will be monitored for trending. *was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Incident details surrounding event:the patient was placed in the lithotomy position. When pulled second time, the tube was torn off. Detail to procedure stated "when the tube's edge broke, the physician's right hand holds the handle with her left hand placed. The product was vertical to the head of infant when the incident occurred." Patient reported to experience bleeding and baby was delivered by forceps method, not by vacuum extraction. (B)(4). Mystic ii mushroom cup 10057.